Manufacturer narrative:
Concomitant products: bmet arcom ap pat 3pst 34mm md: catalog# 11-150842, lot# 754880. Maxim ilok ana pri fml 60 rt: catalog# 140011, lot# 562910. Biomet finned pri stem 40mm: catalog# 141314, lot# 827700. Max pri-lip tib brng 12x63/67: catalog# 146332, lot# 350390. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported patient may undergo a revision procedure due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the reason for revision was due to polyethylene wear.